Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient¿s pump was empty, alarming, and she could not find a provider to manage it. It was indicated that the healthcare professionals (hcps) who could take the patient¿s insurance were all full and could not accept another pump patient at the time. The patient started hearing the alarm around (B)(6) in (B)(6) 2016. The patient did not have an hcp to manage the pump and the pump had an empty reservoir. No medical symptoms were reported. It was inquired if a representative could perform the pump refill; the role of the representative was reviewed and the consumer was redirected to contact an hcp. Physician listings were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.